Event description:
A home patient contacted baxter's technical service center regarding trouble experienced while attempting to perform the automated peritoneal dialysis therapy with the homechoice machine. Reportedly, during therapy the home patient noted to have not connected the patient extension line to the patient line of the homechoice set securely, and it was leaking at the connection. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was discontinued. Per the home patient, no patient injury or medical intervention was associated with this incident.